Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was hardware issue. The field service engineer ensured that the connectors of the pyxisbus matrix controller were properly secured, conducted a thorough inspection of the hardware, and made necessary adjustments to address the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, drawer was not detected on bus after rebooting. The customer reported that the malfunction resulted in delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.